Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted that the lower case was broken, the hanger assembly was broken, and three case screws were contaminated. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular output connectors were broken and would not retain the patient lead cables. The epg was returned for service. There was no patient involvement.